Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 12f amplatzer torqvue 45x45 delivery sheath was selected for use to implant a 16mm amplatzer amulet occluder. It was noted during procedure that there was was a suspected air embolism when attempting to deploy the occluder. The patient presented brief st elevations, which resolved without intervention/treatment. The 16mm amplatzer amulet occluder was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of st elevations during the implant procedure was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information form the field indicated the elevations were noted after the loader was prepared and the loader was connected to the hub of the 12f delivery sheath. The loader was reported to be appropriately flushed prior to use. It was also indicated that there was no allegation against the device, that there was no leaks noted, and that the cause of the st elevations was unknown. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 12f amplatzer torqvue 45x45 delivery sheath was selected for use to implant a 16mm amplatzer amulet occluder. The patient was under general anesthesia. It was noted during procedure that there was was a suspected air embolism when attempting to deploy the occluder. The patient presented brief st elevations, which resolved without intervention/treatment. No asperations were required. The delivery system was purged in case air in the system. The 16mm amplatzer amulet occluder was successfully implanted. No allegation of device malfunction. The patient was discharged. No patient clinical signs or symptoms. No patient consequences were reported. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Subsequent to the previously filed report, additional information was received that yhe patient was under general anesthesia. The delivery system was purged in case of air in the system. No allegation of device malfunction. The patient was discharged. No patient clinical signs or symptoms. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.